Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: during use, the connector was found to be clogged. Additional information received from the customer: the problematic 2000e connector batch number is: 24095560. The product defect manifests as failure to connect after attaching the indwelling cannula. Upon disassembly, the connector functions normally. Some units work while others do not, and this issue has repeatedly occurred within the department. Please confirm the number of products affected? Please confirm if this is the quantity that displayed the defect and not the total order quantity? The number of affected products at least 120, through the training of many nurses thought it was caused by the mismatch of the infusion set, so they are in accordance with the medical device waste to be discarded. Please confirm the lot number(s)? The lot number of the latest batch is 24095560. Please confirm how the fault was identified? Clinical nurses found by connecting the infusion set that sometimes it flowed well, sometimes it didn't, and no matter how they tried, it didn't work, but after removing it, it worked well. Please confirm the make and model of the connecting product(s)? Ordinary vigor infusion set (not precision infusion set). Please confirm what substance was being infused during the time of the event? Pre-infusion venting not well related to the medication. Was there any patient harm? No harm to patient. Was there an under infusion? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: two 2000e china samples were received without packaging for investigation. No connecting product was available to aid the investigation. The customer reported that the affected samples were from lot 24095560 and that "during use, the connector was found to have a blockage." Additional information noted that the issues occurred prior infusion, "sometimes it flowed well, sometimes it didn't, and no matter how they tried, it didn't work, but after removing it, it worked well" with "ordinary vigor infusion set". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; for one of the samples, no restriction or obstruction of flow was observed, however for the other sample an occlusion was confirmed. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24095560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the production of the smartsite has been moved to an alternative assembly machine, which is capable of providing a more consistent lubrication process; this change should ensure the likelihood of reports of this nature are reduced in future. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.